Event description:
It was reported that a malfunction alarm occurred, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and call back should the malfunction happen again.